Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6; h10 visual examination of the returned product identified wear and tear from previous uses. Strike plate shows indentations. Handle and body shows nicks and gouges. Hex bolt and area around the hex bolt show gouges and deformation. Threaded tip is confirmed fractured. Fractured piece was returned still stuck in the shells threaded hole. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when turning the bolt at the tip of the inserter to connect the cup, the tip of cup inserter was broken. The cup was not used, because pieces of the inserter were left in the cup. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.